Event description:
A report was received that the patient had difficulty keeping the ipg charged. The patient underwent an ipg replement procedure.

Manufacturer narrative:
Sc-1160 sn (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient had difficulty keeping the ipg charged. The patient underwent an ipg replement procedure.